Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. It was also noted that the inner insulation of the lead became breached due to a rupture while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing and had triggered the lead integrity alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.